Manufacturer narrative:
Correction, reported the UDI of the pump and not the system controller. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).

Manufacturer narrative:
Describe event or problem: a burn mark was also observed on the backup system controller, (B)(4), and is reported under MFR report # 2916596-2019-01394. Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the log file and reproduced during laboratory testing. The log files contained approximately 1 day of data ((B)(6) 2018 per the timestamp). The driveline power fault alarm activates on (B)(6) 2018 at 0:56:23 due to fuse b in the controller being open; the alarm remained active until the driveline was disconnected. The driveline was disconnected on (B)(6) 2018 at 13:57:37 to perform a controller exchange after the driveline was disconnected, a controller internal fault activated due to fuse b in the controller being open; the alarm remained active until the end of the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Visual inspection of the returned controller revealed a burn mark on one of the sockets in the bulkhead connector. The burnt socket is consistent with damage due to the driveline being inserted incorrectly by 180 degrees. The returned system controller was connected to a test power module, system monitor, and mock circulatory loop and the controller fault alarm activated. The driveline power fault alarm was active on the system monitor and the system monitor indicated that fuse b had failed. The damaged fuse did not affect the controller¿s ability to operate a pump. The fuse was replaced and the controller was reassembled to continue testing. After being reassembled, the system controller started and operated the pump without issue. The data in the log file, damaged fuse, and damaged bulkhead connector indicates that the driveline was incorrectly inserted into the controller causing the reported driveline power fault alarms on (B)(4). Heartmate iii patient handbook provides the proper steps for connecting the driveline to the system controller. Heartmate iii instructions for use (IFU) covers all alarms (visual and audible), including the driveline power fault and backup battery alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was having controller fault alarms on primary controller and was switched to backup controller. Once on back-up controller, the patient was having driveline power fault alarms. The manufacturer's technical service representative reviewed the log file and observed backup battery faults on the primary system controller, (B)(4). Driveline power fault was observed on the backup system controller, (B)(4). X-ray of the modular cable was submitted for review and was unremarkable. The clinical team stated that both primary and backup system controller was exchanged. During evaluation of the system controllers, burn mark was observed on the bulkhead connector which is caused by incorrectly connecting to the modular cable.